Manufacturer narrative:
The touchscreen assembly was returned for failure investigation. It was tested and no failures were identified.

Manufacturer narrative:
The authorized service provider (asp) determined that the touchscreen needed to be replaced. The asp replaced the touchscreen. Although requested to be returned, the removed component was not received for evaluation at this time. An additional report will be submitted when the part is received and evaluated.

Event description:
The customer reported that the respirator staff was preparing the ventilator and found that the touchscreen freezes up. There was no patient involvement.